Event description:
It was reported that, the patient with this pacemaker exhibited a syncopal episode during a magnetic resonance imaging (MRI) due to oversensing and pacing inhibition. An atrial arrhythmia on presenting or stored intracardiac electrogram was recorded. Per health care professional the patient was removed from MRI protection mode due to a syncopal episode. The presenting on the consult transmission shows the device functioning as programmed with an atr episode in progress since the device exited MRI protection mode. This pacemaker remains in service. No adverse patient effects were reported.